Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a seizure caused by taking tramadol pain medication. Customer had high blood glucose levels (600 mg/dl), and took a manual injection to stabilize her blood glucose level. Customer was released from the hospital the same day.